Manufacturer narrative:
The customer tested samples in uncapped tubes with automation. Qc was within 2sd. The instrument maintenance is up to date and did not generate suppressed results. The field service engineer (fse) secured the loose reference sensor, and replaced the reagent syringe on the phosphorus module.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated an erroneously low phosphorus (phosm) result of 2.2 mg/dl. The result was reported out of the laboratory, but later caught by delta check. Repeat testing generated a higher result of 3.1 mg/dl, and the report was amended. The customer reported that there was no change to patient diagnosis or treatment.